Manufacturer narrative:
(B)(4). Date sent: 3/16/2021. D4: batch # u93d39. H6: component codes: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and visual analysis of the returned sample revealed that the msm20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled as intended, and it fed and formed eighteen conforming clips. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the surgeon was going to fire the device, the clips weren't closed completely. As an emergency measure, the surgeon replaced it with a new one to complete the procedure and it was closed very well. There were no reported adverse consequences for the patient.